Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 3.50x12mm taxus liberte stent delivery system was advanced, but resistance was encountered while attempting to cross the target lesion. The device was removed from the pt, and damage was noted on the stent. The procedure was completed with another of the same device with no pt complications. The pt condition post procedure was reported to be "good".

Manufacturer narrative:
(B)(4).